Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited abnormal rate response issue that had potentially caused non-sustained ventricular tachycardia episodes. No intervention was performed. Patient condition was stable.